Manufacturer narrative:
MFR received date: 02 jul 2019. Date of report received: 02 jul 2019. Upon receipt of the gas delivery system for failure analysis, the oxygen sensor u1 component snapped in half. Further evaluation determined that the unit failed due to the air flow sensor caused by the u1 component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the device failed oxygen accuracy testing. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The oxygen concentration measured 36.8% when the device was set at 30%. Event date not specified, estimate used.

Manufacturer narrative:
Date of report: 31may2019. Date rec'd by MFR: 23apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The oxygen concentration measured 36.8% when the device was set at 30%. The fse replaced the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.